Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during a device interrogation the pacemaker showed a longevity of one and half years remaining. Four months earlier, the battery showed four years remaining. The only change since the previous interrogation was a slight increase of seven percent in atrial pacing. The clinician believed that the auto capture feature was programmed off in the device. Boston scientific technical services (ts) was contacted and discussed sending in the device's memory for review by our engineering department. The patient was brought back into the office one week later and the battery longevity was now at two years remaining. A disk of the device's memory was sent in for review. Upon review of the data, a boston scientific engineer noted that the auto capture feature was programmed on and the device had entered retry due to an incomplete threshold test. Engineering discussed possible reasons for an incomplete threshold test and noted that it is possible the device is moving in and out of retry. This may be causing the programmer to report the changes in longevity they have seen. Ts suggested that the clinician review the daily measurements to determine if retry is occuring frequently and discussed programming options. The field representative was unable to obtain any further information. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. It was noted that the device was in auto capture retry because of an incomplete test. When the device is in retry the programmer may calculate the longevity to be much shorter than when it is not in retry. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
This device was explanted four years later due to reported normal battery depletion with no further allegations. The device returned for analysis. This report is being filed to submit the analysis results.